Event description:
It was reported by a company representative that a vns patient experienced dysphonia. Follow-up was made with the patient¿s treating physician who indicated the dysphonia was associated with left vocal cord paralysis. The treating physician indicated the event could be related to vns therapy; however other factors could not be discarded. Nonetheless, the event did not coincide with the stimulation periods of the vns. Diagnostics of the vns device were within normal limits at the time of the event.